Manufacturer narrative:
Previous incident of gastrointestinal and nose bleeding was reported under MFR#: 2916596-2021-02635. Previous infection is reported under MFR#: 2916596-2020-02949. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for stroke on (B)(6) 2021. Patient was not on anticoagulation due to traumatic nose bleeds as well as gastrointestinal bleeding. To diagnose the stroke patient had a computed tomography (CT) scan and electroencephalogram (eeg). Prior treatment to death was antibiotics and physical therapy (pt), occupational therapy (ot) and speech therapy.

Event description:
It was reported that the patient passed away due to hemorrhagic stroke. The device operated as intended and the device will not be returned for evaluation.